Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon was unable to retract the blade after finishing the firing. To resolve the issue, the adapter was removed from the handle, and after 10 seconds, it was re-attached to the same handle. The device then recalibrated itself, and the blade retracted automatically, then the jaws opened. Another adapter was then used with the same handle to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities. It was reported that difficult to retract knife blade. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: signia adapter - one wire failure (crc error). Functionally, the adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The data saved to the adapter was read and a failed cyclical redundancy check (crc) error was noted. The adapter was connected to an rpa clamshell (lot number: n3g1568y) and an rpa signia handle (serial number: (B)(6) running v29.6 software. The adapter was recognized showed a yellow adapter swimlane. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (sn: unknown) unknown egia su, unknown endo gia sulu, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the surgeon was unable to retract the blade after finishing the firing. To resolve the issue, the adapter was removed from the handle, and after 10 seconds, it was re-attached to the same handle. The device then recalibrated itself, and the blade retracted automatically, then the jaws opened. Another adapter was then used with the same handle to complete the case. There was no patient injury.